Manufacturer narrative:
It was reported that a patient underwent a redo atrial fibrillation (afib) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. It was reported during a redo afib case, a pericardial effusion was noticed. The physician noticed the effusion on intracardiac echocardiography (ice) after the case. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. At the time of reporting, it was indicated that the patient will be sent to the intensive care unit (ICU). Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31270878l and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The physician noticed the effusion on ice after the case. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a redo atrial fibrillation (afib) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. It was reported during a redo afib case, a pericardial effusion was noticed. The physician noticed the effusion on intracardiac echocardiography (ice) after the case. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. At the time of reporting, it was indicated that the patient will be sent to the intensive care unit (ICU).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).